Event description:
It was reported from the physician that an error message was received on his tablet stating that he "could not configure serial port." Trouble shooting was performed by a livanova therapeutic consultant. During the trouble shooting, various combinations of tablets, wands, and cables were tried and it was determined that the cable was the issue. The serial cable was tried on the therapeutic consultant's system as well and did not work on his system. The white serial cable was swapped with a new serial cable. This resolved the issue. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection. The serial cable was discarded.